Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely low glucose (glu) result was obtained on a patient sample on a dimension vista 1500 instrument. Siemens remotely instructed the customer to replace sample probe 1; run auto alignments on sample probe 1, reagent arm 1, and reagent arm 2; and run check 1 on sample probe 1, resulting acceptably. A siemens customer service engineer (cse) was dispatched to the customer's site and performed the following: replaced and aligned sample 1 and reagent 1 probes and reagent mixer; ran quick check, service methods tests, quality controls (qcs) and patient samples, resulting acceptably. The cause of the discordant, falsely low glu result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and an alternate dimension vista instrument, resulting higher than the discordant result. It is unknown if the repeat results were reported to the physician(s). The customer also reported that another patient with sample ID (B)(6) was affected by this event, but did not provide the results for sample ID (B)(6). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.